Manufacturer narrative:
Pump received with up arrow button did not respond due to flattened button dome switch. No moisture damage on electronics and motor noted. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the up and down arrow buttons on her child's insulin pump are hard to press. Customer does not recall any significant events leading to the error, except that it happened during a bolus. Customer's blood glucose was 187 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.